Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bypass of gastroenterostomy. According to the reporter: no problem was confirmed to the first firing. However, it stopped the second firing in the middle when about 1cm of staple line was made. Even pressing the blue button again after grasping tissue as long as for 30 seconds, no reaction was confirmed. It could be released from tissue with no problem and no tissue damage. Observed the staple was about to be fired on tissue but that uncompleted firing part was not resected by the cartridge knife. Prior to performing the firing, confirmed normal conditions in all the status indicator lamp and others. After closing the jaw the green indicator lamp was lit up. Using another device of egia universal, that failure part was cut and the case was completed with no problem. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.